Manufacturer narrative:
It was reported that the stent was not properly mounted onto the stent delivery system and when advanced into the guiding catheter resistance was felt and the stent dislodged from the sds. The stent was crimped on the balloon by hand. There was no difficulty experienced while crimping the stent on the balloon of the sds. The stent was retrieved and there was no reported patient injury. One non-sterile palmaz xl stent was received in a plastic bag. The stent was visually analyzed and evidence of twisting was observed on the middle section. The stent was inspected under microscope and it was observed that some of the stent's omegas were more expanded than others; this condition indicates the stent was partially deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot n1110314 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as: "stent- dislodged-in patient" could not be evaluated due to the received conditions of the product. The complaint reported by the customer as: "stent- loose crimp" could not be evaluated due to the involved sds was not returned for evaluation. The root cause for these reported failures and for the twisting condition found during analysis cannot be conclusively determined. It is possible that the twisting condition may have been caused during procedure. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore, no corrective or preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device/procedural factors and is not related to a product quality issue.

Event description:
The information received indicated that the stent was mounted on the balloon but could not be mounted properly. It got slipped-off from the balloon and had to be retrieved. The event occurred during use of the device in the patient. There was resistance experienced while passing the stent deployment system through the guiding catheter. The stent slipped-off from the balloon while loading it in the guide catheter for the first time. The guide catheter was not a cordis product. Only angioplasty was done to treat the lesion. The stenosis was opened with almost 70% lumen flow. The target lesion was a 70-75% stenosis in the aorta. The stent appeared normal prior to inserting it into the patient. The stent was crimped on the balloon by hand. There was no difficulty experienced while crimping the stent on the balloon of the sds.

Manufacturer narrative:
The product is available for evaluation. But has not been returned yet. Additional information will be submitted within 30 days from receipt.